Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). Subsequently, this device was explanted and successfully replaced. No additional adverse patient effects were reported. The device is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.